Event description:
End of the drill snapped off in the pt. Please note, surgery time was increased by 20 minutes on account of the incident as surgeon struggled to get the broken piece of drill out of the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.